Event description:
Ems personnel were monitoring a pt during transport. Reportedly after approximately 15 minutes of use, the device displayed a low battery message. The operator installed new batteries and within 5 minutes the message was displayed again. A back-up device was used to continue treatment to the pt. There were no adverse effects to the pt as a result of the alleged malfunction.